Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had scratches on screen makes it harder to read and act button harder to push. Customer's blood glucose value was unknown. Customer also stated there were rejected new battery and unexplained no delivery alarms. Insulin pump was squirts out insulin during priming and louder during rewind. Insulin pump will not be returned for analysis.